Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the lot numbers remain unknown. Further information was requested and will be provided. Please note that the article ¿peripheral stent thrombosis leading to acute limb ischemia and major amputation: incidence and risk factors in the aortoiliac and femoropopliteal arteries ¿ (cardiovasc intervent radiol p. 351¿359, konstantinos katsanos, said a. M. Al-lamki, aneeta parthipun, stavros spiliopoulos, sanjay dhanji patel, ioannis paraskevopoulos, hany zayed and athanasios diamantopoulo) is attached to the medwatch report. The date of publication was used as the date of incident.

Event description:
In review of published literature, these findings were noted. In a literature article titled ¿peripheral stent thrombosis leading to acute limb ischemia and major amputation: incidence and risk factors in the aortoiliac and femoropopliteal arteries ¿ (cardiovasc intervent radiol p. 351¿359, konstantinos katsanos, said a. M. Al-lamki, aneeta parthipun, stavros spiliopoulos, sanjay dhanji patel, ioannis paraskevopoulos, hany zayed and athanasios diamantopoulo) it states from 2009 to 2014, 256 patients (n=277 limbs) were analyzed over a 5 year period. Gore® viabahn® endoprostheses were utilized as well as gore® tigris® vascular stents. In the article was discussed that in an unspecified timeframe, 13/60 limbs treated with gore® viabahn® endoprostheses became thrombosed. The thrombosis rate for viabahn seen annually was 12.5% the article describes that the majority of these thromboses were noted within the first month after intervention, while no acute thrombotic events were noted after 6 months follow-up. The majority of the patients were treated due to chronic atherosclerotic disease (96%). All stent thrombosis occurred in patients with chronic peripheral occlusive disease and there was no recurrent thrombosis noted in the subgroup of acute vessel occlusions at baseline.

Manufacturer narrative:
Further information was requested and was not available. According to the gore® viabahn® endoprosthesis instructions for use (IFU), complications and adverse events can occur include, but are not limited to thrombosis or occlusion.